Event description:
This complaint is now reportable based on the analysis completed on 08/19/2008. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) drug eluting stenting procedure, difficulty crossing the lesion occurred. The lesion was located in the tortuous proximal left anterior descending (lad) artery. The lesion was 90% stenosed and mildly calcified. The vascular access site was radial. The taxus liberte 32 x 3.00mm drug eluting stent was advanced to the lesion, but would not cross the lesion. No patient injuries were reported. The patient condition is reported as "good." However, the returned product analysis revealed the stent was damaged. The struts on row one to three from the proximal stent edge were misaligned.

Manufacturer narrative:
A visual and microscopic examination found that the proximal edge of the stent was damaged. The struts on row one to three from the proximal stent edge were misaligned. No kinks or damage were noticed along the shaft of the device. This type of damage is consistent with the delivery system encountering some form of restriction. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The device was returned with the product mandrel inserted and stent balloon protector attached. A labeling review identified that the device was used per the taxus liberte directions for use (dfu). A review of the manufacturing documentation for the top and sub assembly related batches found no anomalies or deviations during the manufacture of the batches. The most probable cause of the stent damage is operational context due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.